Event description:
This report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2017. The patient experienced acute urinary retention and a foley catheter was placed.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2017. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e1309 capture the reportable event of urinary retention. Imdrf impact code f2301 capture the reportable event of additional device required.